Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours. The patient reports while in the middle of an unrelated scheduled surgery it was stopped due to high blood glucose levels. The patient was treated with an insulin drip. The customer remains in the hospital at the time if this call.